Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no incidents. The investigation determined that the reported difficulties were due to operational context. It appears that the pull handle of the delivery catheter was not fully pulled out during the first deployment attempt resulting in the filter not being deployed. Additionally, once the delivery catheter was pulled back into the introducer sheath, the pull handle was fully pulled out causing the filter to deploy within the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, mild to moderately calcified lesion in the right internal carotid artery. An emboshield nav6 embolic protection system (eps) was advanced to the lesion without reported issue. During deployment, the eps was positioned over the top of some calcium, and the physician could not tell if the filter had deployed and attempted to pull it back into the introducer sheath. Angiography revealed that the wire had pulled back into the introducer sheath, but the filter was not seen. Visualizing the filter was difficult. The physician pulled back the delivery catheter handle further, which deployed the filter in the introducer sheath. The wire was then pulled back to capture the deployed filter in the introducer sheath, and the device was simply removed from the patient without issue. A new emboshield nav6 eps was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.